Event description:
It was reported that during the implant procedure, every time the right atrial (ra) lead was placed it would dislodge. The physician felt as though the helix did not extend properly and that the lead was defective. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).